Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na) results in the range of 152-176mmol/l generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were questioned by the nursing staff and the samples were repeated. Normal results were obtained and the results were amended. The actual patient results, however, were not provided by the customer. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to the event was within the lab's established ranges. A field service engineer (fse) went on-site and serviced the instrument. Calibration and qc was acceptable and results met performance specifications. A clear root cause for this event has not been determined to date.